Event description:
It was reported that the procedure was to treat a 70% stenosed proximal circumflex (cx) and 100% stenosed mid cx artery. Pre-dilatation was being performed with a 2.0 x 20 mm trek balloon catheter; however, when inflated to 8 atmospheres a dissection occurred. A 2.0 x 30 mm trek was advanced to the lesion, but did not seal the dissection. A 2.5 x 23 mm mini vision was advanced to the lesion, but could not cross. A 2.5 x 30 mm trek was then advanced to the lesion and was pressurized to 4 atmospheres for 4 minutes to seal the dissection. When attempting to deflate the balloon, it would not deflate. The inflation device was removed and a 20 cc syringe was used in an attempt to deflate the balloon but it still would not deflate. The balloon was then removed while still inflated. As there was full flow to the distal portion of the vessel the procedure was stopped. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction, and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the nc trek instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The other trek referenced is being filed under a separate manufacturing report number.